Manufacturer narrative:
Device was received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error alarm during testing due to moisture damage on electronic assembly. All the buttons functioned properly and no frozen display or moisture damage on keypad traces noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin pump error and keypad anomaly. Customer's blood glucose level was unknown. Customer reports they were unable to clear the alarm. Customer states that numbers are not ramping on their own. Customer states the scroll bar was not moving with no input. Customer was unable to see display due to frozen display. Customer states alarm occurred during the time that the buttons were not responding. The insulin pump will be returned for analysis.